Manufacturer narrative:
(B)(4). No related complaint received with return of device, failure event observed during analysis. Final analysis found only the connector portion was returned. An insulation degradation adjacent to the connector boot was found at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.